Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, the adapter's remaining count was 2 when the cartridge was connected but when an attempt was made to perform firing. The firing could not be performed and the adapter's remaining count became 0 when checked the display. Another device was replaced to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the adapter's remaining count was 2 when the cartridge was connected, but when an attempt was made to perform firing, the firing could not be performed, and the adapter's remaining count became 0 when checked the display. Another device was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned adapter noted no abnormalities. Functional testing noted that the adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors and an articulation calibration error in the data saved to the system. The data saved to the adapter was evaluated and showed that the adapter had reached the maximum number of procedures. The adapter was connected to a clamshell and a handle running v29.6 software. The handle displayed a white adapter swimlane showing that the adapter had no remaining uses. It was reported that the instrument did not fire and that the device reached a premature end of life. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart communication errors and articulation calibration error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.